Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect and presented to a clinic with a loss of stimulation. The pt was programmed to 2+, 3-, 7.9v, 390 microseconds, 30hz. The impedances were measured and electrodes 1 and 2 were <50 ohms. The pt was reprogrammed and was able to receive stimulation again. The pt subsequently experienced a shocking or jolting sensation and again visited the clinic. The impedances were measured and a MFR's rep measured >4,000 ohms on some of the bipolar pairs. All pairs with electrode 3 were >4,000 ohms. The rep also measured impedances <250 ohms and electrodes 1 and 2 were again <50 ohms. The pt was reprogrammed again on electrodes 0 and 1 was receiving some stimulation. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.